Event description:
Related manufacturer reference number: 2017865-2022-13919. It was reported that the patient presented in the clinic for a routine generator change. Prior to the procedure, it was noted that the right atrial lead exhibited high capture threshold and noise oversensing which led to pacing inhibition. The right atrial lead was capped and replaced on (B)(6) 2022. During the procedure to replace the right atrial lead, the stylet failed to advance past the lead. The atrial lead was not used and was replaced again during the procedure. The patient was stable throughout.